Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited oversensing of a diagnostic event and oversensing of noise resulting in inhibited pacing in atrial channel and in inappropriate automatic mode-switch episodes. The patient did not received inappropriate therapy. No resolution was taken. The patient was stable.